Event description:
Caller reported a cgm error 42 and contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level as the issue was resolved effectively. Technical support guided the caller through a complete pump reset, following which the cgm error code did not reoccur, and the customer successfully started their sensor session. No additional information regarding the outcome of the event was received.